Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670 g4. PMA / 510(k)#: k231373 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes were stored at the wrong temperature. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd did not receive any samples for investigation. The retained samples could not be inspected because the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: storage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes were stored at the wrong temperature. There was no health impact or consequences reported.